Manufacturer narrative:
The suspect component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported a neonatal hotwire flow sensor stopped interfacing with one of their ventilator device, while in patient use. The customer stated no patient impact with this event.

Manufacturer narrative:
The vyaire failure analysis group received the suspect hotwire flow sensors (part number 16465), serial number (B)(4) and (B)(4) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the flow sensors into a test device and cycle the device on and duplicated the reported event. The hotwire flow sensors were disassembled for access to the sensor filaments and found liquid fluid contaminated both sensors; found altered filaments on assembly housing. At this time, the reported event was confirmed and duplicated. The, component root cause was caused partially or wholly by the user of the device including sample maintenance handling.